Event description:
The x-sizer was used in the coronary artery and as the physician passed through a freshly placed stent, he caught the x-sizer on the stent and this dislodged the stent. The stent migrated to the sfa. No surgical or medical intervention has been conducted at this time. Patient status is unknown at this time.

Manufacturer narrative:
Method code: device will not return for analysis. Due to miscommunication at the hospital, this event was not called into an ev3 sales representative until july 11th 2006. The sales rep did not respond until mid august, and at this time, after multiple attempts to contact each other (sales rep and hospital site) the hospital contacted ev3 directly. The ev3 field experience coordinator received a voice mail message from the site to capture this event.